Manufacturer narrative:
(B)(4): it was reported that the patient was discharged from the hospital; the peritoneal dialysis (pd) therapy was discontinued and the patient was switched to hemodialysis. The reason for starting the patient on hemodialysis was the fluctuation of the cell count in the effluent. The patient was also reported to have problems with the catheter because the fluid could not be infused into the peritoneal cavity. Several attempts were made to infuse and drain the solution into and from the peritoneum, but all of the attempts were unsuccessful. The patient was going to undergo an operation in order for the catheter to become operational again. At the time of this report, there was no decision made on which therapy the patient would continue performing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis manifested by abdominal pain and cloudy effluent. The pt was hospitalized on the same day and was treated for the peritonitis by 2 irrigations using 2 bags of isotonic solution physioneal 1.36%. In the second bag the pt received, voncon, 1g, briklin 200 mg and heparin 1 cc. One day later the pt started receiving, voncon, 1 cc added to physioneal 1.36% bag for 8 days. Five days after ending the voncon treatment, the peritonitis was treated with flagyl tablets, 500 mg 2x/day, every day for 13 days and briklin, 500 mg intravenously (IV), (every other day) qod (pt received twice). Also on an unreported date, tazocin was started, 4.5 mg, IV, for 13 days. Three days after starting the flagyl the briklin 500,mg was changed to briklin 250mg IV, qod (pt received 4 times). One month after the onset of the peritonitis, all antibiotics were stopped. At the time of this report, the patient remained hospitalized for the past month due to the peritonitis. At the time of this report physioneal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.